Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle and there were no obvious deviations in reprocessing. The inspection method for the event is described as follows in the instructions for use "chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the function in combination with related equipment". [Inspection of endoscope]. Visually check that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function]. [When using the air/water button]. Check that water flows over the entire endoscopic image when the air/water supply button hole is blocked with a finger and the button is pressed.". Olympus will continue to monitor field performance for this device.

Event description:
The evis lucera gastrointestinal videoscope was returned to olympus for poor drainage and blurred image of the lens, and during the product analysis, foreign matter clogging the nozzle was found. The device was cleaned, disinfected, and sterilized before being sent back to olympus. It is not known what the foreign material is and when it adhered to the endoscope. There was no delay in the start of pre-cleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths brushes or sponges and flushed with detergent. No patient harm was reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The initial reported allegations (blurred image and poor drainage of the lens) were not confirmed during the product analysis. Additional findings identified in the product evaluation are as follows: nozzle has foreign objects, adhesive on a-rubber has a crack and white-clouded area, the el-connector has discoloration due to water leakage, a corrosion was found on the el-connector causing a noise image to occur due to water damage, the control unit and s-cover is shaved, the paint on the aw cylinder and s-cylinder is peeled, the ig protector and the universal cord protector on both the s-connector and control section side had scratches. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.